Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Device 1 of 2: MFR reference report: 1627487-2019-03466. It was reported that the patient is not getting adequate therapy due to lead migration. X-rays confirmed migration. Reprogramming was attempted without success. As a result, surgical intervention may take place.

Event description:
Device 1 of 2: MFR. Reference report: 1627487-2019-03466.

Event description:
Manufacturer reference report: 1627487-2019-03466. It was reported that the leads were explanted and replaced on (B)(6)2019. The patient has effective therapy post operatively.

Event description:
Manufacturer reference report: 1627487-2019-03466.